Event description:
It was reported that the user experienced a low glucose episode after announcing and dosing for lunch while pre-meal glucose was elevated and receiving correction, and education was provided regarding meal announcements and meal size entry. Investigation included review of reported glucose data, troubleshooting and education. Investigation of this case revealed that the meal announcement and correction overlap likely contributed to the low glucose, and the device functioned as designed. Symptoms included hypoglycemia treated with oral glucose. Outcomes included temporary health impact without hospitalization. It was concluded that user workflow contributed to the event and that additional user education mitigated concern.